Manufacturer narrative:
Arrow field service (afs) contacted biomed. (Afs) suspects that control head is source of difficulty. A control head was shipped to biomed for repair of pump. A follow-up report will be filed when evaluation is complete.

Event description:
It was reported that pump switched from operator mode to autopilot numerous times during transport. Patient went into atrial fibrillation and coded. As a result, the pump was exchanged. There were no reported patient complications.